Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the posterior side assessed, as surgical impact opening (shell thickness within specification). Opening device on the edge of the patch side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Confirmed, via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g1, h6.

Event description:
Device has been explanted and replaced.